Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017. Product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient's leads migrated. The issue reported was that patient was not getting very good pain relief. Patient was on restrictions following new implant. Patient did return to work however, it was unknown if that had anything to do with the lead migration. Patient denied any falls. X-rays were taken in the clinic on (B)(6) 2017. Patient was seen in the clinic on (B)(6) 2017 and reprogrammed to account for the new lead location which resolved the issue. The rep heard about the lead migration and patient appointment that was scheduled, on (B)(6) 2017, where rep was able to gather more information about patient's lead migration. Patient's medical history included allergies = cleocin, imitrex, omnicet, relpax, sulfa, soma. The exact date of the event was not provided. Hcp had no further information and no further complications were reported/anticipated.